Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had been hospitalized on (B)(6) 2016 with blood glucose of 65 mg/dl. Caller reported that customer was found unconscious with blood glucose of 26 mg/dl. Customer was taken to the hospital via ambulance. It was also reported that prior to low blood glucose, customer had blood glucose of 400 mg/dl. Customer was treated with IV drip and liquid glucose. After troubleshooting, customer was advised to consult with healthcare professional.